Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after nine years nine months, the patient was diagnosis with atrial fibrillation and tee demonstrated thrombus in the left atrium, after which the patient opted for ablation therapy. Subsequently after six months, the patient underwent tee and pulmonary vein isolation (pvi) as a definitive therapy for atrial fibrillation. Tee demonstrated no complications and no left atrial/atrial appendage thrombus and venogram demonstrated completed occlusion of the ivc at the level of the ivc filter with numerous collaterals. Then, the patient underwent bi-v pacemaker implant and av node ablation. Subsequently after one year four months, cta-chest demonstrated no pe. Therefore, the investigation is confirmed for occlusion of the filter. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter occluded and it restricted the blood flow and there was thrombus in the left atrium. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced leg and knee pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after nine years nine months, the patient was diagnosis with atrial fibrillation and tee demonstrated thrombus in the left atrium, after which the patient opted for ablation therapy. Subsequently after six months, the patient underwent tee and pulmonary vein isolation (pvi) as a definitive therapy for atrial fibrillation. Tee demonstrated no complications and no left atrial/atrial appendage thrombus and venogram demonstrated completed occlusion of the ivc at the level of the ivc filter with numerous collaterals. Then, the patient underwent bi-v pacemaker implant and av node ablation. Subsequently after one year four months, cta-chest demonstrated no pe. Therefore, the investigation is confirmed for occlusion of the filter. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter occluded and it restricted the blood flow and there was thrombus in the left atrium. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced leg and knee pain; however, the current status of the patient is unknown.